Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly multiple times and after the second reset, the pump date and time became inaccurate. The customer's blood glucose level ranged 140-160 mg/dl. Reportedly, the customer corrected the pump time and date and continued using the pump for insulin therapy.